Manufacturer narrative:
The reported field event of sensing and impedance anomaly was confirmed. Impedance, sensing, and pacing output functions of the device were tested and found to be anomalous. Electrical testing revealed low internal voltage within the hybrid. An internal hybrid anomaly was found to be the cause of the reported event.

Manufacturer narrative:
The reported field event of sensing and impedance anomaly was confirmed. Impedance, sensing, and pacing output functions of the device were tested and found to be anomalous. Electrical testing revealed low internal voltage within the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the impedance, sensing, pacing, and high voltage output anomalies.

Event description:
During remote monitoring, episodes of r-wave amplitude variation, varying pacing impedance, and varying defibrillation impedance were observed on the device. The patient was later seen in-clinic, and the device was explanted and replaced to resolve the event. The patient was in stable condition.